Event description:
A 66-yr-old male admitted with history of coronary artery disease. Admitted after pt presented with chest pain, syncope and cold sweat. Intra-aortic balloon catheter placed on 10/13/95 and coronary artery bypass surgery on 10/14/95. When trying to remove iabp on 10/15/95, unable to do so. It was determined the balloon had ruptured and the pt was taken back to surgery on 10/15/95 for removal of balloon and clot.